Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used for to treat a superficial femoral artery (sfa) with several occlusions, two above the hunter channel. The most significant part in the mid part of the sfa, and a 1 a few centimeters from the hunter channel level, and one at the hunter channel. An unspecified guide wire was used to cross the lesion, and the viperwire guide wire was exchanged in and advanced distally. The oad was advanced proximal to the first lesion (the most proximal), and treatment was initiated on low speed. It was noted treatment times and flush times were not compliant with the instructions for use, as the user was not strict enough with the 30 second flush time, and not turning off the oad in a healthy area within the vessel. The first lesion was treated proximal to distal, and then distal to proximal at all three speeds. During the last treatment, which was distal to proximal in the lower lesion at high speed. Angiographic imaging was observed and it was observed there was slow flow. The oad was removed and angiographic control with contrast was performed. The flow was interrupted at the lower lesion level. A jade balloon was used to treat the distal embolization. After use of the jade balloon, it was observed the vessel ruptured. A non-abbott stent was implanted in the lower area at the vessel rupture. A supera stent was used in the two upper lesions, and overlapped with the non-abbott stent. The patient was stable with flow to the foot, albeit low flow. In the physician's opinion, orbital atherectomy did cause/contribute to the distal embolization. It was indicated in total 10-12 treatments were performed, with all three speeds used.